Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc038 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asgsfc038) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported by the customer that "on (B)(6) 2022 ivad needle tubing discovered to have hole at cap end. Blood leaked from hole from ivad. Tubing clamped, needle removed, ivad reaccessed."